Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was able to extract air bubbles from the cartridge after it was loaded. Customer's blood glucose level was approximately 300 mg/dl. Tandem technical support reviewed the proper air removal technique with customer. Reportedly, the customer was able to successfully load a new cartridge to address the issue.